Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements.  No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 for an infection. The patient was admitted to the emergency room for temperature of 104.2 degrees f and high pulse (106 bpm). The patient's respiratory rate was 18 and blood pressure was 117/71 with saturation of 91. There was concern for sepsis. His workup thus far revealing of white count of 15.7 and lactic acid of 2.9. Patient discharged (B)(6) 2019. The patient was sent home on IV antibiotics at that time due to positive blood cultures for (B)(6) but no source was found. He continued IV ceftaroline as an outpatient and cultures were negative while receiving therapy. Once therapy was completed blood cultures were drawn and they were positive for mrsa. The patient was readmitted for the infection on (B)(6) 2020. It was reported that the patient had an aicd removed on (B)(6) 2019 due to staph bacteremia.